Event description:
It was reported that the colonovideoscope displayed an error code, the scope was connected to the stack, and an error appeared stating return scope. The issue was found during the inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a noise image occurred, scope communication error (e226), air water tube had foreign objects. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction, a noisy image and scope communication error (e226) was corrosion on plug unit and foreign objects in the air water tube could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.